Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. Tip broke off of a locking holding sleeve during use. Report states that the surgeon is a trained matrix user. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the first thread flank at the tip is broken off. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. The prime lock thread had not been fully threaded into the bone screw. This in combination of possible mechanical force through soft tissue positioning or pushing may have lead to the damage of the tip. The manufacturing documents were reviewed and no discrepancies to the specifications where found. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. (B)(4)